Event description:
Customer reported a channel 8 a/d failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired an open circuit. System operates as intended.